Manufacturer narrative:
(B)(4). Lockout spring out of position/damaged anti-backup. Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips as intended. Upon disassembly, the anti-backup and the lockout spring were noted to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an axillary clearance procedure the clips were placed on vessels. After two or three were placed the device jammed and another device had to be opened to complete the procedure. No pt consequences were reported.